Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying liquid from the top right corner of the bag. The leak would be obvious if present during bag filling. Magnified inspection of the leak location identified the leak as a severe gouge where the right edge intersected with the top weld on the right corner; the damage appeared to be caused by friction or impact from dropping the bag. The manual add port had been used, as evidenced by cannula insertion point. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the upper right hand corner seam. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.